Event description:
After catheter was placed through sheath filled and flushed. The "check tab catheter" warning appeared. Second cath was used resulting in same warning.

Event description:
Add'l info rec'd from MFR 11/12/01: in response to the letter regarding the above medwatch report, the hospital notified datascope on 11/07/01 that they had no iab to return for evaluation. Therefore no further info is available.